Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and suture was used. The patient returned after eight weeks experiencing an abscess and infection around the suture site. The incision was repaired on an unknown date and the patient was released. Additional information has been requested.